Event description:
Dealer stated that there was a problem setting rate, inspiratory time and high pressure alarm limit. Testing showed that in standard settings the high pressure limit was coming down from a set point of 75 cm h20 down to 10 cm h2o.

Manufacturer narrative:
Unit received to reliability lab and tested operation. Found that the unit has a 51000-09307 display pcb with dale potentiometers. The unit does demonstrate the problem of potentiometer instability in the high pressure alarm display. Able to get the display to drop from 35 down to 10 by pressing on the side of the potentiometer shaft. The unit also exhibites difficulty with the base and inspiratory flow shafts; as they are difficult to turn. The inspiratory pressure control makes a clicking noise when turned clockwise. Upon opening the valve revealed that the plastic washer inside the valve is catching on the threads inside the valve.